Manufacturer narrative:
(B)(4). The evaluation of components of the superdimension system, case recordings and windows logs was performed. The root cause for the video input issue was most likely a display driver error. Discussion with the site revealed that following the procedure, they were not performing a proper shut down sequence of the system as indicated in the system user guide. Improper shutdowns can cause a display driver error. Instruction on proper system shutdown was provided to the site by the field service engineer and account manager. A site service visit was completed and due to the display driver error the system computer was replaced and then evaluated and met all specifications. The previous computer was returned for evaluation and once the evaluation is complete a follow-up report will be submitted. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The site reported that the system screen and external monitor screen went black during the superdimension procedure but the video display for both monitors returned spontaneously. After the video input was restored the case continued and during registration confirmation the software application froze. The physician canceled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.